Event description:
The customer reported that the alarm has multiple damages to it. The customer did not know the specific product issue or when the issue was identified. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation results: eval of the returned product revealed the unit does power on. Although the voice message plays with static, the unit passes all functional tests. Additionally there is battery leakage residue on the battery door, spring, and battery ribbon. The battery springs are corroded due to battery leakage. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. (B)(4).